Event description:
Performed sensing tests. Could not test battery or lead impedances. Stated eri on programmer. Returned explant interrogates battery status at eri. Battery voltage is 2.69v. Eri battery status at 2.69v appears premature.

Event description:
Performed sensing tests. Could not test battery or lead impedances. Stated eri on programmer. Returned explant interrogates battery status at eri. Battery voltage is 2.69v. Battery status at 2.69v appears premature?